Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. Upon eval the monitor delivered a monophasic pulse during incoming pulse testing. A root cause investigation of the monophasic pulse is currently underway. No adverse event resulted from the monophasic pulse. Last patient to use this monitor did not report any deficiencies.

Event description:
A review of service data has detected a reportable event. Upon servicing, monitor sn (B)(4) fired a monophasic pulse. The last patient to use this monitor did not report any deficiencies.